Manufacturer narrative:
Follow-up #1; date of submission: 11/22/2016. The device has been returned and evaluated by product analysis on 10/31/2016 with the following findings. A review of the pump¿s black box revealed the data from the date of the complaint had been overwritten. There was no evidence of a short battery life observed in the current black box. The battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit. There was moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak. The ez-prime steps were performed correctly and all current readings were within specification. The ¿short battery life¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no further moisture ingress or intermittent condition found to the power printed circuit board. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The customer alleged that the battery compartment was damaged and there was moisture within. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.